Event description:
It was later reported that the motor stall was being replaced on (B)(6) 2013 due to the ¿motor stall issue¿. It was later reported that the patient¿s pump and catheter were explanted and replaced with a new pump and catheter. The doctor reported the patient was doing well after the implant as of (B)(6) 2013. It was later reported the catheter had been removed due to occlusion. The patient recovered without sequela.

Event description:
A catheter access port (cap) procedure was performed before a rotor study and there was ¿no flow¿. A volume discrepancy was reported. The actual residual volume (9 ml) exceeded the expected residual volume (5 ml). The cause of the discrepancy was unknown. A rotor/roller study was performed. They noted a failed rotor study. The patient¿s status was alive and without injury. They experienced symptoms of less than 50% therapy relief. The medications used within the system were fentanyl, bupivacaine, and prialt. A representative later reported that the roller studies previously noted indicated there was no movement on either study. The healthcare provider wanted to replace the pump.

Event description:
It was previously reported that ¿the [motor stall] was being replaced on (B)(6) 2013 due to the ¿motor stall issue¿.¿ this remark should have indicated that ¿the [pump] was being replaced on (B)(6) 2013 due to the ¿motor stall issue¿.¿

Manufacturer narrative:
Product ID: 8780, lot# serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Patient code does not apply to this event. Analysis of the catheter revealed a kink caused the inner lumen of the catheter body to occlude. A tear in the seal near the guide ring of the sutureless connector was noted. Analysis of the pump revealed no anomalies.